Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at lcd window corners and reservoir tube.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that he received a button error alarm. The customer's blood glucose was 423 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with bolus. The customer stated that the button error alarm was unable to be cleared. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.